Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that this event didn't happen in surgery. The instrument were reported for unknown reason. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found glenosphere inserter tip interior threaded head stripped. Threated distal tip also appears to be stripped. No other issues were observed. A dimensional inspection was not performed since it was not applicable to the device issue. A functional test cannot be performed due to the condition of the device. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this event didn't happen in surgery. The instrument were reported for unknown reason. Visual exam of the returned device found the interior threads are stripped.